Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 330 mg/dl at the time of incident. The customer¿s current blood glucose was 400 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege on the pump. Troubleshooting was performed. The product will not be returned for the analysis.